Event description:
It was reported that a patient fell out of an epic critical care bed and was found lying down on the floor. Allegedly, medical intervention was performed, but the patient continued to decline and expired in 2008. It was reported that at the time of this reported event, the bed position was at its lowest height. Reportedly, the patient had been left unattended on a bed pan. It was reported that the bed exit alarm did not sound.

Manufacturer narrative:
The serial number of the bed involved in the alleged incident was not recorded by the use facility. As a result, it is unknown which bed was involved and the manufacturer is unable to evaluate the bed. The user facility reported that the "bed acted as supposed to," and that the "caregiver may not have set the bed exit alarm."